Manufacturer narrative:
Product event # (B)(4). Evaluation, (method), (result), conclusion): generator returned for analysis and analysis results pending. (B)(4).

Event description:
During a check of the system in biomed the unit failed the routine testing. There was high output on setting coag 5.the unit was tested three times, once with the plasmablade device and twice without. The unit was plugged into a power strip the first two times and a wall outlet the last time. There was no change in test results.

Manufacturer narrative:
Product analysis #700755541 complaint not confirmed lhr/DHR review: no associated manufacturing or servicing issues. Evaluation process: performed visual inspection on unit per tcl-514-900008. -unit has gouges and scratches down to the exposed metal. Performed baseline functional testing per tcl-514-900008. -no issues round. Delivered rf energy properly in all modes. Root cause: could not confirm report of low power. All modes of power were delivered within specification. The complaint noted that a tna handpiece was used to perform the test. A tna handpiece has a power setting of 40w for cut 8 and a power setting of 50w for coag 5. This suggests that the values measured by the biomed of 39.7w for cut 8 (within 1% of target) and 48.4w for coag 5 (within 4% of target) were actually within specification. Gouges and scratches on enclosure due to rough handling in the field.

Event description:
During a check of the system in biomed the unit failed the routine testing. There was high output on setting coag 5.the unit was tested three times, once with the plasmablade device and twice without. The unit was plugged into a power strip the first two times and a wall outlet the last time. There was no change in test results.